Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 b5 and h6: event description and f codes updated.

Event description:
It was reported that during a rotator cuff repair, the healicoil implant broke when it was inserted. The procedure was completed without delay using a back-up device used in the originally drilled bone hole, and no void was left in the patient, all debris was cleaned. All the pieces are removed with suction and clamps . The patient's condition health is stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil implant broke when it was inserted. The procedure was completed without delay using a back-up device. The patient's condition health is stable. No further complications were reported.